Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device was not returned.

Event description:
It was reported that the purewick urine collection system had suction, but they could not get the machine to work with the patient body. It was stated that the patient slept in a recliner, and it was overweight. The caregiver said that the instructions are not clear. The representative advised on placement of the purewick female external catheter. It was stated that the patient had been using purewick products less than 90 days.

Event description:
It was reported that the purewick urine collection system had suction, but they could not get the machine to work with the patient body. It was stated that the patient slept in a recliner, and it was overweight. The caregiver said that the instructions are not clear. The representative advised on placement of the purewick female external catheter. It was stated that the patient had been using purewick products less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. ¿plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. ¿attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. ¿turn on the purewick¿ urine collection system by pressing the on/off switch. The purewick¿ urine collection system is working when the switch lights up green and the device makes a soft humming sound. The system is now ready for use. Operating instructions 1. After the purewick¿ urine collection system has been set up, place the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick¿ urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp. The device was not returned.